Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
A winged retractor was inserted into the acetabulum to provide exposure for a total hip arthroplasty, when removed one of the two spikes had broken off and remained in the bone. The attempts to retrieve the spike were unsuccessfully. Surgeon choose to leave the fragment rather than risk, harm or complications to the patient by resecting bone to dig it out.

Event description:
A winged retractor was inserted into the acetabulum to provide exposure for a total hip arthroplasty, when removed one of the two spikes had broken off and remained in the bone. The attempts to retrieve the spike were unsuccessfully. Surgeon choose to leave the fragment rather than risk, harm or complications to the patient by resecting bone to dig it out.

Manufacturer narrative:
An event regarding crack/fracture involving a other hip instrument was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned however, images provided confirm that one of the spikes of the device was broken. There were scratches and indentations on all over its surface in the spiky end. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: review of the provided images confirms one of the spikes of the device was broken. However, the exact root cause could be determined because the devices was not returned for evaluation. If the device is received, this investigation will be reopened and re-evaluated.

Event description:
A winged retractor was inserted into the acetabulum to provide exposure for a total hip arthroplasty, when removed one of the two spikes had broken off and remained in the bone. The attempts to retrieve the spike were unsuccessfully. Surgeon choose to leave the fragment rather than risk, harm or complications to the patient by resecting bone to dig it out.